Event description:
The customer alleged that the sterrad nx system oil mist filter failure. There were no reports of physical injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at the customer's site. The fse found the pressure relief spring on the vacuum pump oil mist filter assembly stuck open. The fse reset the pressure relief spring. The fse replaced the oil mist filter and vacuum pump oil. The fse replaced the vacuum pump oil caps. The fse performed vacuum / plasma test procedure. The fse performed vacuum leak test procedure. The fse performed temperature verification procedure. The fse ran an empty chamber test cycle. System meets all manufacture specifications.